Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (05/09/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 4/13/2013 with the following finding: the test strip failed testing, error 4 was observed during control solution testing and the test strip vial was found to be exposed to moisture. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2013. The returned meter failed testing. The alleged error message was confirmed in the meters error log: however, the error message was not reproducible during investigations. The cause of the reported error message is unknown.